Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Another relevant device is: product ID [enveor-n-us] (B)(4) use by date [2018-05-19] (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta during the final release of the delivery catheter system (dcs). It was reported that the dislodgement was attributed to the tension that was built up in the system. Another contributing factor in the dislodgement was that the nosecone of the dcs grazed the inflow portion of the valve, during removal from the annulus. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.